Event description:
It was reported that the right atrial (ra) lead and right ventricular (rv) leads were attempted but not used during the implant procedure. During placement of the leads, threshold measurements were high and sensing parameters were low. The physician attempted to reposition the leads to obtain better parameters to no avail. After repeated attempts the physician removed the leads and ended the procedure due to patient condition. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.